Event description:
It was reported that this right atrial (ra) lead exhibited low amplitudes and undersensing of the atrial channel. Device data was sent to rhythmcare for review. This lead was confirmed to have exhibited loss of capture and oversensing of noise in a recorded episode. Rhythmcare then discussed possible causes and further troubleshooting options. This lead remains in service. No adverse patient effects were reported.